Manufacturer narrative:
Retainer ring = black . Customer returned pump for an alleged pump error 37 alarm/keypad unresponsive/button error alarm/short battery life found on (B)(6) 2021. Pump was received with pump error 37 alarm during rewinding. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test or occlusion test due to pump error 37 alarm. Pump passed the active current test, sleep current test and self test. All the buttons functioned properly and no unexpected low battery alert, battery power loss alarm or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power/battery alarms/alerts found in the history files or traces for the event date (B)(6) 2021. Pump was cut open to perform visual inspection and found moisture damage¿on motor home switch.¿¿swapped out test motor and unit passed the rewind test. Confirmed that pump error 37 alarm due to corroded motor home switch. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and minor scratched lcd window. Short battery life/keypad unresponsive/button error alarm not confirmed. Pump error 37 alarm confirmed due to corroded motor home switch. Cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm, buttons were not responding and battery had to be change every two days. The customer stated they were able to clear the alarm. Customer also reported that they low reservoir alarm. Customer stated that all buttons were not responding. Insulin pump failed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.